Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, it had an issue with cuff inflation/deflation. The cuff was inflated to 23 cmh2o and was reduced to 5-10 cmh20. The tube was removed and replaced. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, it had an issue with cuff inflation/deflation. The cuff was inflated to 23 cmh2o and was reduced to 5-10 cmh20. It was reported that tube was removed and replaced.